Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 10-jun-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Case closed. Company causality comment: this non-medically confirmed, spontaneous case refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had bleedings prior to essure insertion, which continued afterwards. She presented horrible bleeding after essure insertion. Hysterosalpingogram showed a perforation in left fallopian tube so she underwent a tubal ligation. A dilation and curettage was unsuccessfully performed to stop the bleeding. Fallopian tubes were then removed and an ablation was unsuccessfully performed for the bleeding. Next, a piece of essure was found stuck in uterus. She had a hysterectomy. After that, she had hemorrhaging and she had to undergo a surgery for vaginal cuff opening. All events are considered serious due to required intervention and are listed according to essure's reference safety information and product technical analysis (ptc), except for vaginal dehiscence. Bleedings may occur during and following essure removal/insertion. In this case, she had procedural bleedings after essure insertion and after hysterectomy. Although, she started having bleedings (genital) before essure insertion, the contribution of essure cannot be excluded. In this case, the exact date and mechanism of uterine/fallopian tube perforations and device breakage are not known. Given the nature of these events, a causal relationship with the suspect insert cannot be excluded. Lastly, considering that vaginal dehiscence may occur as a complication of hysterectomy and that in this case, the vaginal dehiscence occurred after an infection post-hysterectomy the dehiscence is also considered related to essure. This case is regarded as incident due to required interventions. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up could not be obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5038057) in united states on (B)(4) 2015 who had essure (fallopian tube occlusion insert). She presented bleeding from 2012, when she had the baby, until 2014. Essure (lot number a57108) was inserted during this period. It was inserted on (B)(6) 2013, in doctor's office with no anesthesia and she presented left side pain, horrible bleeding and pain. The hysterosalpingogram (hsg) test was performed in 2013 and showed right was blocked but left had perforated left fallopian tube (this was the painful side). In 2013, she had a surgery to fix the left tube and put a clamp on it. A d&c (dilation and curettage) was performed to see if that would help with the bleeding but it didn't. She continued to bleed and have pain. On (B)(6) 2014, she had essure removed along with tubes because the left essure had perforated the fallopian tube and was growing into abdominal wall. The physician also did a uterine ablation to help with bleeding but that didn't help either. She continued to present heavy bleeding and pain on the right side. It was found out that a piece of essure was stuck in her uterus. A hysterectomy was performed but ovaries were left. She had to go back to emergency room (ER) for an infection. Later,she went to ER for hemorrhaging and in a third moment, she had to go back into surgery for vaginal cuff opening. Follow-up received on (B)(6) 2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a reported product quality issue and usability issue. (B)(4). Final assessment: lot number: a57108; expiration date: sep-2015; production date sep-2012. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a reported product quality issue and usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. Seven further ae case reports have been received to date with the referred batch, of which one case refers also to a similar adverse type of event. No unusual pattern could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had bleedings prior to essure insertion, which continued afterwards. She presented horrible bleeding after essure insertion. Hysterosalpingogram showed a perforation in left fallopian tube so she underwent a tubal ligation. A dilation and curettage was unsuccessfully performed to stop the bleeding. Fallopian tubes were then removed and an ablation was unsuccessfully performed for the bleeding. Next, a piece of essure was found stuck in uterus. She had a hysterectomy. After that, she had hemorrhaging and she had to undergo a surgery for vaginal cuff opening. All events are considered serious due to required intervention and are listed according to essure's reference safety information and product technical analysis (ptc), except for vaginal dehiscence. Bleedings may occur during and following essure removal/insertion. In this case, she had procedural bleedings after essure insertion and after hysterectomy. Although, she started having bleedings (genital) before essure insertion, the contribution of essure cannot be excluded. In this case, the exact date and mechanism of uterine/fallopian tube perforations and device breakage are not known. Given the nature of these events, a causal relationship with the suspect insert cannot be excluded. Lastly, considering that vaginal dehiscence may occur as a complication of hysterectomy and that in this case, the vaginal dehiscence occurred after an infection post-hysterectomy the dehiscence is also considered related to essure. This case is regarded as incident due to required interventions. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up is being sought.